Event description:
It was reported that the 9000 system was intermittently losing images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The parts are no longer available for this product. The customer canceled the service call. A follow up report will be filed when additional details become available.